Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for free thyroxine (free t4) for an unspecified number of patient samples assayed using access free t4 reagent on an access 2 immunoassay system. The patient sample results were reported out of the laboratory. The ordering physicians questioned the low results. There was no report of impact to patient treatment associated with this event. The customer sent the patient samples to a reference laboratory for confirmation free t4 testing. The customer reported that "normal" results were obtained from the reference laboratory. The customer reported that there are no issues with the other analytes run on the instrument. The latest system check performed by the customer ((B)(6) 2011) passed within instrument specifications. The customer reported that quality control (qc) results were recovering within the laboratory's established ranges at the time of the event.

Manufacturer narrative:
The customer reported that an evaluation will be conducted of the established free t4 normal reference range used by the laboratory. The customer reported that re-assigning the free t4 normal reference range could potentially alleviate their issues with the "low" patient sample results. A field service engineer was not dispatched to the customer's site for this event.